Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas using a g7 sensor experienced persistent hyperglycemia overnight after noting a loose connector that was not leaking, pausing insulin delivery for two hours, taking 10 units of rapid-acting insulin by pen, and later confirming no bubbles or site leaks; the user had recently changed from 200-unit to 100-unit insulin cartridges and was advised that a factory reset is usually done when changing insulin strength. Symptoms included hyperglycemia followed by low glucose, with nausea reported during the hyperglycemic episode. Outcomes included self-treatment with subcutaneous insulin and oral carbohydrates consistent with hypoglycemia treatment guidance, without hospitalization. Investigation included troubleshooting and education, review of device setup and infusion site integrity, and review of historical glucose data showing a pattern of nocturnal hyperglycemia; the case was escalated to clinical support for recommendations. Investigation of this case revealed no device leaks, no cartridge bubbles, and no site issues, with contributing factors possibly including insulin strength change without a reset and concomitant medications, while the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.